Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter would not turn on with the button or test strips. As a result of this issue, the customer was unable to test and reported that on (B)(6) 2015 he was "sick at home" with symptoms of "sweating, swelling in his hands and fingers, and soreness." The customer presented to a hospital where he was diagnosed with hyperglycemia, in addition to high blood pressure. The customer reported he was admitted for 3-4 days, but was unable to recall the treatment provided at the hospital. There is no report of death or permanent injury associated with this event.